Event description:
Boston scientific received information that the patient with this device sought medical assistance for concerns regarding a possible site infection. The device was a recent implant; however, no product status changes were required. The physician elected to dispense an oral antibiotic with no further intervention planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.